Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and the handpiece did cause system messages to display and the handpiece heated up, however there was no inefficiency of phacoemulsification.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported handpiece displayed system messages, performance was not efficient and was heating. The cataract with intraocular lens implant was completed with an alternate system. There was no harm to the patient.